Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked and bleeding lcd glass, and minor scratches on display window noted.

Event description:
The customer reported that there was a crack on the top of the insulin pump's screen and there was a black ink spilling. Customer's blood glucose level was 300 mg/dl. She treated her blood glucose level with an expired insulin pen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.